Event description:
It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: material #304657. Lot # 4319005. Rcc received a complaint via email. We were notified of a complaint from a customer stating syringes cracked. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Defect description: syringes cracked. Product description: syringe 10ml ll bns / syringe 20ml ll ns. Vendor part #:0000120923. Lot #: 4319005 / 2501002. Date reported: 8/21/2025. Sample received: no. Response needed: summary of findings and corrective action: incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00130. Please reference the above complaint number in all future communications. If you have questions or need additional information, please reach out.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process. Retention samples are not analyzed because the cuautitlan plant does not sterilize the product, only manufactures it. However, operating staff will be notified of this event.

Event description:
No additional information.